Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient experienced an event of infusion set tubing detachment. The location of infusion set was abdomen. No further information available.